Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: shifted in tube"), fallopian tube perforation ("migration of essure device- essure was puncturing /leave the tubes") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), mood swings ("mood swings"), urinary tract infection ("infection type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue"), weight decreased ("weight loss") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), reproductive tract disorder ("reproductive system disorder or condition") and arthralgia ("hip pain"). The patient was treated with ibuprofen, medroxyprogesterone (depo provera), surgery (bilateral salpingectomy, hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, mental disorder, mood swings, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, alopecia, fatigue, weight decreased, reproductive tract disorder, depression and arthralgia outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, nausea and dysmenorrhoea was resolving, the female sexual dysfunction had not resolved and the dyspareunia and vulvovaginal pain had resolved. The reporter considered alopecia, arthralgia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, mood swings, nausea, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: shifted in tube'), fallopian tube perforation ('migration of essure device- essure was puncturing /leave the tubes') and genital haemorrhage ('abnormal bleeding (general)') in a 34-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". The patient's medical history included grand multiparity. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), mood swings ("mood swings"), urinary tract infection ("infection type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/affecting my sex life"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue") and depression ("depression") and was found to have weight decreased ("weight loss"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), reproductive tract disorder ("reproductive system disorder or condition"), arthralgia ("hip pain") and gait inability ("I could not hardly walk"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera) and surgery (bilateral salpingectomy, hysterectomy and salpingectomy, hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, mental disorder, mood swings, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, alopecia, fatigue, weight decreased, reproductive tract disorder, depression, arthralgia and gait inability outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, nausea and dysmenorrhoea was resolving, the female sexual dysfunction had not resolved and the dyspareunia and vulvovaginal pain had resolved. The reporter considered alopecia, arthralgia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, genital haemorrhage, menorrhagia, mental disorder, migraine, mood swings, nausea, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: the apparatus was placed on left tube with 4 coils visible. The right tube was then secondly with 2 coils visible. Discrepancy noted : date of removal:-(B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-jun-2019: pfs received. Event: I couldn't hardly walk was added. Verbatim :affecting my sex life was clubbed with apareunia (inability to have sexual intercourse). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: shifted in tube") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), mood swings ("mood swings"), urinary tract infection ("infection type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain") and reproductive tract disorder ("reproductive system disorder or condition"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, mental disorder, mood swings, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, dysmenorrhoea, alopecia, dyspareunia, fatigue, weight decreased, reproductive tract disorder and depression outcome was unknown, the genital haemorrhage, nausea and vulvovaginal pain was resolving and the female sexual dysfunction and migraine had not resolved. The reporter considered alopecia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, mood swings, nausea, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 3-apr-2018: pfs received. Essure lot number added. Reporter added. Event depression was added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: shifted in tube"), fallopian tube perforation ("migration of essure device- essure was puncturing /leave the tubes") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), mood swings ("mood swings"), urinary tract infection ("infection type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), fatigue ("fatigue"), weight decreased ("weight loss") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), reproductive tract disorder ("reproductive system disorder or condition") and arthralgia ("hip pain"). The patient was treated with ibuprofen, medroxyprogesterone (depo provera), surgery (bilateral salpingectomy, hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, mental disorder, mood swings, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, alopecia, fatigue, weight decreased, reproductive tract disorder, depression and arthralgia outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, nausea and dysmenorrhoea was resolving, the female sexual dysfunction had not resolved and the dyspareunia and vulvovaginal pain had resolved. The reporter considered alopecia, arthralgia, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, mood swings, nausea, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events added- pain, migration of essure device- location of device: essure was puncturing or leave the tubes, hip pain were added.outcome of cramping from unknown to recovering, event heavy bleeding from unknown to resolving/recovering, headaches/ migranes from not recovered to recovering/resolving, nausea from recovering to resolved/recovered, vaginal pain from unknown to resolved/recovered, intercourse from unknown to resolved/recovered.treatment drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: shifted in tube") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mental disorder ("psychological or psychiatric problems"), mood swings ("mood swings"), urinary tract infection ("infection type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems or changes"), bladder disorder ("bladder problems or changes"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain") and reproductive tract disorder ("reproductive system disorder or condition"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, mental disorder, mood swings, urinary tract infection, urinary tract disorder, bladder disorder, vaginal discharge, dysmenorrhoea, alopecia, dyspareunia, fatigue, weight decreased and reproductive tract disorder outcome was unknown, the genital haemorrhage, nausea and vulvovaginal pain was resolving and the female sexual dysfunction and migraine had not resolved. The reporter considered alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mental disorder, migraine, mood swings, nausea, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters, historical and concomitant condition and drugs, lab data and treatment were added. Previously reported ¿severe and permanent injuries¿ was replaced by new event: migration of essure device location of device: shifted in tube, mood swings, abnormal bleeding (general, vaginal, menorrhagia),infection type: urinary tract, apareunia, psychological or psychiatric problems, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia, vaginal pain, vaginal discharge, fatigue, weight loss, hair loss, reproductive system disorder or condition, patient did not undergo an essure confirmation test. Case became incident. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.